Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, particle contamination in the device blower and white powder was observed. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Corrected information were provided in b3, d9, g3 and h3. (The manufacturer previously submitted b3, d9, g3 and h3 information were incorrect).